Event description:
Event 2. It was reported to aesculap inc. That a round filter polypropylene (part # md344) was used during sterilization on (B)(6) 2024. According to the complainant there were holes present in the filter after sterilization. Reportedly there were eight (8) filters rejected. No patient complications were reported as a result of this event. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Event 2. Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Event 2. Additional information: d9 device returned to manufactuer. Two (2) samples were provided for technical evaluation. Results of the investigation determined visually that there were holes in the filters. The device quality and manufacturing history records (DHR) review found the device was manufactured according to specification. The raw material was evaluated without any initial discrepancies noted. Retention samples have been reviewed, no discrepancies noted. Based on the investigation findings, the holes most likely resulted from the sterilization process, it does not appear to be related to the manufacturing process. As a result, the reported failure could not be confirmed to be a manufacturing related issue.